Manufacturer narrative:
(B)(4). This complaint is related to medwatch #1828100-2016-00028 and medwatch #1828100-2016-00051. Per the field service representative (fsr), the problem could not be duplicated, therefore, no parts are being returned for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there were different low measurements between two sensors placed in the cpb circuit. This info was mentioned to the manufacturer clinical specialist during follow-up for previous issue. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 22-jan-2016: in conversation with the perfusionist (ccp), the system-1 is not frequently used and they use it when simultaneous procedures are occuring. The three issues that the ccp reported is that she has observed a "coast" response with the centrifugal system, even though "coast" is not a configured response to safety events (refer to medwatch #1828100-2016-00028). The second is she claims flow was being displayed even when the sensor was not attached to the tubing (refer to medwatch #1828100-2016-00051). The third is she electively placed an additional flow sensor (coupled to a sarns centrifugal control module) in the cpb circuit and this flow measurement did not agree with the measured flow from system-1 (difference of 0.4-0.6 liters per minute [l/min]). In review of the data logs, for the case on 31-dec-2015, there were a number of "backflow" alarms during the procedure and in looking at the times in the logs, it appears the "backflow" alarms occured prior to and after cpb. A "coast" message can be posted, when the motor speed is manually reduced to 1500 revolutions per minute (rpm), and that is likely what the ccp observed. As "backflow" occured, she admitted the audible tone was likely a result of the backflow. Part of the issue, in the manufacturer clinical services (cs) opinion, is this team does not often use system-1 and there appears to be a limited knowledge base on how the system functions. The second issue reported is that, at times, flow will be displayed event hough the sensor is not on the tubing. The ccp claims she has seen flow displayed as 0.18 l/min even though she had removed the sensor from the tubing during retrograde autologous prime (rap) of the circuit. Rap purposely creates backflow to push crystalloid prime from the circuit and this reduces the degree of hemodilution the patient is exposed. The third issue is related to different flow measurements between two sensors placed in the cpb circuit. When cs spoke with the ccp, she mentioned these sensors were placed in different areas of the cpb circuit (one after the arterial filter and one before) and they keep the filter purge line open during cpb. Thus blood is shunted away from the arterial line and this would explain the difference in measured flow rates. During cpb, the measured flow rate is reasonable and compares well with expectations based on the rpm and clinical conditions. Flow module and sensor has been replaced by the field service representative (fsr). The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The field service representative (fsr) was unable to verify the reported issue. The fsr downloaded the data logs for evaluation. The fsr ran peformance verification tests of the centrifugal controller, pump, flow module and flow sensor; all passed. Review of the data logs found nothing that indicated a malfunction. On 12-feb-2016 manufacturer clinical services spoke with the perfusion manager regarding the data logs findings, and attributed her concerns to not being real familiar with the perfusion system.

Manufacturer narrative:
The reported compaint was confirmed.if additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.